Event description:
It was reported that, during an arthroscopy, the ultra fast-fix device was used, after t1 was implanted, the suture broke. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference case(B)(4). The reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. The t2 anchor was still attached to the needle. The suture was still attached. The t1 anchor was not returned. The suture was frayed where the t1 anchor was supposed to be. No physical damage to the handheld device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture, size 0 ultrabraid blue/white cobraid , 90501813 rev b found a material certification of analysis is required with each lot. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopy, the ultra fast-fix device was used, after t1 was implanted, the suture broke. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.